Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was having difficulty charging due to ipg flipped within the pocket. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was relocated. The patient was doing well postoperatively. The explanted device was not returned to bsn per physicians preference.